Event description:
Spoke with the risk coordinator, the loop colostomy was not a result of device not stapling.

Manufacturer narrative:
(B)(4). Information unavailable. Attempts have been made to have device returned. Device location is unknown.